Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care provider (hcp) of a clinical study reporting that the patient was seen on (B)(6) 2019 and the device/pace was disturbing them but everything was fine on the scar.

Manufacturer narrative:
Product ID: neu_unknown_ext, lot# 0703070097, product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that there was no issue with the extension and the disposition of the device remain unknown.

Manufacturer narrative:
Product ID: neu_unknown_ext, lot# 0703070097, product type extension. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: neu_unknown_ext, lot# unknown, product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the healthcare professional (hcp) and consumer via manufacturer representative (rep) for a clinical study reported the skin on the lower party of the device was violet again. Interventions included an explant without replacement on (B)(6) 2019, and an urgent care visit. The disposition of the device remains unknown. Diagnostics included examination showing ulceration dry of the skin on the device, no infection, and no inflammation signs on (B)(6) 2019. The patient felt something where the device was which was probably a hematoma on (B)(6) 2019. The event was not related to the device or therapy and possibly related to the implant procedure. It was reported that the patient came in urgent because their skin was like there was an ulceration on the device in the lower part of the device. Skin was violet again but no inflammatory sign, no infection, and no fluid but because they repositioned the device a few month again, the hcp decided to explant the device and the extension to let the skin go better. Explant was on the (B)(6) 2019, and they came to show the scar everything was fine but they felt something in it which was probably a hematoma due to the intervention. The issue was resolved without sequelae on (B)(6) 2019. It was later reported that the event was related to the device or therapy and not related to the implant procedure. Specifically, it was related to the neurostimulator pocket. Additional information received reported that the ins and the extension were explanted on (B)(6) 2019.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care provider (hcp) of a clinical study reporting that the outcome was resolved without sequelae on (B)(6) 2019.

Manufacturer narrative:
Phone number: (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare professional (hcp) for a clinical study regarding a patient with an implantable neurostimulator (ins). It was reported the color of the skin on the device was a little blue-violet. It was noted that the scar was fine. Interventions include a device repositioning on (B)(6) 2019. The event was possibly related to the device or therapy and not related to the implant procedure. The patient came to have facet blocs and looking to their stimulator the inferior part of the skin on the device was a little blue. The surgeon came and proposed to reposition the device under the fascia. The patient was okay with that so it was repositioned on (B)(6) 2019. The patient outcome was ongoing. No further complications were reported or anticipated.